Event description:
It was reported that during use with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive result for c. Tropicalis was obtained. Confirmatory sub-culture was negative for c. Tropicalis. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: molecular fp for c. Tropicalis. Biofire pcr - (B)(6).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: 3110060. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that during use with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive result for c. Tropicalis was obtained. Confirmatory sub-culture was negative for c. Tropicalis. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: molecular fp for c. Tropicalis. Biofire pcr - staph spp/staph epidermidis/candida tropicalis. Culture results -staph epidermidis.